Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed with staff that unit alarmed "iab disconnected" during use. The stm also confirmed the alarm in system logs, but he was unable to duplicate the alarm during testing. The iabp was due for a preventative maintenance (pm) service. The stm completed the pm service on and passed all functional testing and safety check to factory specifications. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an "iab disconnected" alarm, but troubleshooting revealed all connections were secure. The correct size tubing on a maquet balloon was used. This reoccurred several times. The iabp was switched with another, and then sent to the biomedical department. There was no patient harm nor adverse event reported.